Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet bionic pancreas experienced multiple episodes of hypoglycemia, with documented blood glucose values of 58 mg/dl, 70 mg/dl, and subsequent declines from 124 mg/dl to 85 mg/dl and to 70 mg/dl, while the device¿s algorithm suspended insulin delivery in response to low glucose trends. Symptoms included hypoglycemia requiring self-treatment with oral carbohydrate. Outcomes included no alerts or alarms, no medical intervention beyond oral glucose, and continued device use. Investigation included troubleshooting and education on device function and algorithm behavior. Investigation of this case revealed the cause of hypoglycemia was unclear, with evidence of appropriate insulin suspension by the system and ongoing adaptive learning. It was concluded that the device operated as designed with hypoglycemia of unclear cause and user was counseled on treatment with oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.